Event description:
It was reported to philips that the x-ray was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing fluoroscopy. The procedure was completed as planned by using same footswitch. The philips field service engineer (fse) analyzed the system onsite and confirmed that x-ray was not possible with the wired foot pedal. The customer confirmed that the footswitch cable tie had been retightened and after tightening the cable tie, the issue was resolved. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.